Manufacturer narrative:
The event reported in the field was verified in the laboratory. Electrical analysis revealed an open circuit due to a fractured pacing coil at 26.5 cm from the connector pin due to fatigue. This could cause noise and oversensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the physician suspected lead damage. Oversensing was noted on a stored iegm. As a result inappropriate shock was delivered. The lead was explanted.